Event description:
It was reported that the helix of the right atrial (ra) lead retracted without being manipulated after it was fixated. When the ra lead was repositioned, the helix could no longer be extended. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.